Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the stuck on black screen due to module controller board. A field service engineer replaced controller board to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system had power failure and unexpected stopped responding, preventing user from removing the required medication and causing patient care delays. The customer stated that they able to manage to get medications from different station until the repair done. There were no adverse events or injuries reported based on this event.